Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported a revision surgery of smith and nephew knee implants.